Event description:
It was reported that the lead integrity alert (lia) was triggered due to the right ventricular (rv) lead exhibiting high impedance and oversensing. A possible rv lead fracture was noted, along with high thresholds. An x-ray also showed a "possible different position of the rv lead." The lead was reprogrammed and elective explant and replacement of the lead is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: device d234drg, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and pacing capture threshold in the rv (right ventricle) was elevated. Capture threshold has been greater than 2.5 volts on (B)(6) 2015. (Lia) rv lead integrity alert warning for increased sic count and rv lead impedance variation in last 60 days on (B)(6) 2015. Rv pace lead impedance has increased from around 400 ohms in (B)(6) 2015 to 1368 ohms on (B)(6) 2015. Sic count is 52 in 294 days; however evidence of over sensing has been noted during ventricular tachycardia (vt)-non-sustained episodes on (B)(6) 2015.